Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving an inappropriate shock from their device due to t-wave oversensing. The device was programmed to secondary sensing configuration and was switched to primary test in which t-wave oversensing could not be reproduced in primary, but did see some t-wave oversensing in secondary. Auto setup was performed again and the device picked primary, which was the preferred vector. The conditional shock rate cutoff zone was also increased. No adverse events or any further issues have been reported. Approximately four months later, the s-ICD system was explanted. According to the boston scientific field representative, the patient was seen for a psychological evaluation after having the device explanted against three different physician's recommendations.

Manufacturer narrative:
The device was returned and is currently in analysis. Upon completion from analysis, this report will be updated.